Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code 812:02 on channel a was confirmed by baxter personnel during product evaluation. The root cause was assigned to a defective pump head module. The pump head module was replaced to correct this condition. Additional information: this involved a colleague p1.5 infusion pump with a user interface module software version of 6.63.92.

Manufacturer narrative:
The device was evaluated on-site at the customer facility. Baxter's investigation is still in process. A follow-up report will be submitted when additional information becomes available. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).

Event description:
This is a report of a colleague infusion pump with a failure code 812:02, which could have caused an interruption of delivery. It is unknown when the reported condition occurred. Patient involvement is not known. There was no patient injury or medical intervention. The software version for this device is currently not known. No additional information is available.